Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began about 18 days prior to contacting lfs. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and claimed he took a correction dose of 20 units of lantus insulin on (B)(6) 2015 at 10:00pm in response to a result of ¿142 mg/dl¿ obtained with the subject meter. The patient reported developing symptoms ¿typical for hypoglycemia¿ the following morning at 1:30am. The patient claimed his wife attempted to test his blood glucose with the subject meter at the onset of the symptoms but was unable to obtain a result after several attempts. As a result, the patient claimed his wife had to test on another meter (onetouch ultraeasy) and a result of ¿33 mg/dl¿ was obtained. The patient reported being treated by his wife with a glucagon injection and claimed a blood glucose result of ¿86 mg/dl¿ was later obtained on the other device at 2:00am. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.